Event description:
Market preference evaluation from synthes (B)(4) reports an event in (B)(6) as follows: this complaint was part of a market preference evaluation which records the complaint aspects of 2012 mpe results. There was poor ease of engagement/disengagement of the inner protection sleeve. The inner metal sleeve was not to be disengaged in situ. This happened in another case as well. Despite the suprapatellar approach a blocking k wire was needed. This was used on a soft tissue fracture. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Age of this patient is between 66 and 80 years. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.